Manufacturer narrative:
See 5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient stating they received the replacement controller, however, when they connect the recharger during the setup process the controller screen goes black. Agent asked and patient confirmed their battery pack is split in 2 pieces and they can see the circuit board. Patient stated that was sent to them inside the controller 3 years ago. Agent sent request to repair for replacement bp.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they dropped the controller and battery pack(bp) popped out and then said data has been lost, repeat setup process. Patient(pt) said this happened last night. Pt took bp out during the call and plugged in ac power cord and screen came on. Pt unplugged cord and put bp back in and when they plugged in ac power cord screen was on, and they setup controller successfully. Pt says the green light isn't flashing like it normally does when controller is charging. When pt unplugged cord from the controller screen went blank, and only comes back on if ac power cord is plugged back in. Pt then said that "a little plastic thing came out that holds the case together". A request was sent to repair dept to replace the controller. Pt couldn't find the bp model number, and said the battery said sanyo japan but couldn't find any other pertinent numbers. Pt then said that their implantable neurostimulator (ins) "moves around and I feel some pain around it, and I feel it heating up sometimes".